Event description:
As reported, the patient expired 2 days after implant of a model 7300tfx-25mm valve. The device was implanted at the end of (B)(6) in an elderly lady. The surgeon commented that no pulmonic catheter was used and taking the patient off the heart lung machine was very difficult. The patient suffered from extreme hypovolemia (cause unknown). She was stable for 2 days after the operation but complications suddenly occurred. After the operation, the patient had an ef of 60% and then suddenly only 6%. On post-op day 2, on the way to the CT, the patient had cardiac arrest could not be revived. The reason for the cardiac arrest has not been established and, according to the surgeon, there were no signs why a cardiac arrest would have occurred and there was no autopsy. Operative report was received and translated. Relevant statements from the implant operative report: a globally enlarged heart was evident with accentuated right cardiac chambers and broadly maintained left ventricular pump function with constant atrial fibrillation. There is a moderate degree of pulmonary hypertension. Good presentation of the mitral valve. Inspection of the (native) valve revealed a higher-grade stenotic and moderately insufficient valve with markedly degenerative changes and, in part, distinctly calcified leaflets. A reconstruction is not possible here. Excision of the anterior mitral leaflet. The posterior leaflet was left and later rolled up like a scenery curtain with the aid of the valve suture. The mitral ring was then measured at 25 mm. Carpentier-edwards perimount magna ease prosthesis 25mm was sutured in using 15 teflon-reinforced u sutures. The prosthesis was attached without complication. Checked for correct seating. Transfer to partial bypass. The heart was vented via an aortic needle vent. The aorta was unclamped. Initially, the heart was asystolic. A temporary epicardial pacemaker electrode was sutured both to the right atrium and to the right and left ventricles. Initial stimulation in av sequential mode. A temporarily re-established atrial fibrillation can be electrically converted to a bradycardial sinus rhythm, such that a sufficient aai stimulation is subsequently possible. Long reperfusion with delayed recovery of the contractility above all of the right ventricle. Then a slow, gradual reduction of the extracorporeal circulation. The patient's circulation was only properly assumed under high doses of catecholamines. The right ventricular pump function now appears to be fully recovered. There is now, however, an extreme pulmonary hypertension which exceeds 2/3 of the systemic arterial pressure. Following additional administration of a phosphodiesterase inhibitor and bronchial nebulisation with ilomedin, the pulmonary pressure was slowly lowered and systemic pressures were stable. The venous and arterial cannulae were removed. Sutured over. The subsequent echocardiographic check confirmed a good valve function. The heparinisation was reversed. Drainage was placed in the right pleura, the left pleura, retrocardially and substernally. Haemostasis, checking for haemorrhage and remaining foreign bodies. Closure of the pericardium. Closure of the sternum with single wire cerclages. The wound was closed layer by layer. Intracutaneous suture. Sterile bandage. Ms (B)(6) was then transferred in stable condition and with continued high-dose support of circulatory medications.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is not available for return and evaluation because the device was not explanted. No autopsy was done. However, the operative report indicates the device was implanted and seated, tested with no complications. The patient was transferred from the or in stable condition. The surgeon indicated that the patient had been suffering from extreme hypovolemia which is described as a decrease in the volume of blood in your body, which can be due to blood loss or loss of body fluids. Blood loss can result from external injuries or internal bleeding. Diarrhea and vomiting are common causes of body fluid loss. Fluid can also be lost as a result of large burns, excessive perspiration, or diuretics. Inadequate fluid intake can also cause hypovolemia. At the onset of hypovolemia, the mouth, nose, and other mucous membranes dry out, the skin loses its elasticity, and urine output decreases. Initially, the body compensates for the volume loss by increasing the heart rate, increasing the strength of heart contractions, and constricting blood vessels in the periphery while preserving blood flow to the brain, heart and kidneys. With continuing volume loss, the body loses its ability to compensate and blood pressure drops. At this point, the heart is unable to pump enough blood to vital organs to meet their needs and tissue damage is likely to occur. With the limited information provided, it is likely the patient expired due to cardiac arrest resulting from the hypovolemia. However, we have no further information regarding this patient's medical history or medications history. There was no indication of or allegation that the device had malfunctioned. The cause of the cardiac arrest could not be determined; therefore, this device cannot be disassociated. We are unable to get any additional information and are unable to conclusively determine the root cause for this event.